Event description:
In 2008, the patient reported that two infusion set headsets were "crusty" on the ends of the needles when she removed them from the packaging and they felt rough. She stated that the needles protective covering and packaging were both intact prior to opening. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.